Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgery the patient¿s implantable cardioverter defibrillator (ICD) inadvertently ¿fired.¿ the ICD remains in use. No further patient complications have been reported as a result of this event.